Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) try to connect the machine on external monitor but the external signal was not receiving. Event occurred before use, there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked machine and found that the ECG signal from external monitor was not receiving in machine. Checked external monitor cable and found ok. Found the source was selected as lead-ii and not external. Selected the source as external and checked machine with external monitor for more than 2 hrs. System is working correctly.

Event description:
N/a